Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. The root cause of the access site bleeding could not be determined since the product was not returned and insufficient clinical details were provided. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ b.2 other serious was selected incorrectly on the initial manufacturer device report number 1220648-2024-12985. D.4 unique identifier (UDI) # was revised as it was entered incorrectly on the initial manufacturer device report number 1220648-2024-12985. E.1 address line 1 was revised as it was entered incorrectly on the initial manufacturer device report number 1220648-2024-12985. G.1 manufacturing site address line 1 and 2 were revised as they were entered incorrectly on the initial manufacturer device report number 1220648-2024-12985. G.2 revised as information was inadvertently omitted on the initial manufacturer device report number 1220648-2024-12985. H.6 component code selected on the initial manufacturer device report number 1220648-2024-12985 was entered incorrectly and a new code has been added. H.10 additional manufacturer narrative instructions for use were revised from the initial submission of manufacturer device report number 1220648-2024-12985 in accordance with updated procedures.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a 80-year-old female patient with acute myocardial infarction / cardiogenic shock was implanted with an impella cp for mechanical circulatory support. The complainant reported the patient developed significant bleeding at the groin site. The physician reported that the cause of the bleeding could well be an accidental puncture. Medical staff administered four bags of blood and a hemoglobin drip. Vascular surgery closed the damage. The patient survived the event and was successfully weaned, with the device explanted four days later without issue.